Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent fluid and abdominal pain, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn stated the serious adverse events were unrelated to any fresenius device(s) or product(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Additionally, providencia is a gram-negative bacillus which although rare, can be isolated from wounds, respiratory tract, stool, throat, perineum, axilla and blood of humans. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal vancomycin 1000 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for providencia stuartii on (B)(6) 2026, and the patient was sent to the hospital for further treatment. Once admitted, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product) in order to transition the patient to hd. The patient transitioned to hd without any reported issues, and the patient¿s abdomen will be allowed time to heal (antibiotic type unknown, administered intravenously). The patient is recovering from the serious adverse events and remains hospitalized as of (B)(6) 2026. The pdrn reported the cause of the serious adverse events is unknown, as the patient has good infection control practice and has a clean treatment area. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.